Event description:
It was reported that a fenestrated bipolar forceps instrument was returned without a reported issue. There was no report of patient involvement or reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details could be provided and obtained the following: the reporter was unable to locate any documentation on this returned material authorization (RMA). Therefore, she could not provide any specific information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps instrument and completed the device evaluation. Failure analysis (fa) found that the instrument failed the electrical continuity test because of a broken conductor wire at the main tube and roll gear junction. As a result, energy activation would not work when activated on the system. The root cause of a broken conductor wire is attributed to a manufacturing issue. An additional observation found in fa was that the instrument was found with thermal damage at the yaw pulley. There were black char marks observed at the grip base. Any material missing is likely to be thermally induced rather than mechanically induced. This observation is unrelated to the broken conductor wire. The root cause is attributed to mishandling and misuse. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. No image or video clip for the reported event was available for review. A review of the instrument log for the fenestrated bipolar forceps instrument (part# 471205-17 / lot# k11220124-0131) associated with this event has been performed. Per logs, the fenestrated bipolar forceps instrument was last used on (B)(6) 2022 on system sk4501 for an incisional hernia etep procedure. There were 7 uses remaining after this last usage and this last usage of the device was before the reported event date. This complaint is being reported based on the following conclusion: failure analysis found the fenestrated bipolar forceps instrument with thermal damage at the yaw pulley. Thermal damage is evidence of electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.